Event description:
The hcp reported the pt had been experiencing a return of pain and poor pain control despite "aggressive" increases in the dilaudid dose. A volume discrepancy was reported. The hcp took out 2 mls more than should have been in the pump. A study was done and looked good - dye flowed out of the tip of the catheter. A study was done that demonstrated the rotor was not moving. The pump was explanted and replaced after an implant duration of 2 months. The pt has recovered without sequela and is doing really well.

Manufacturer narrative:
Preliminary device analysis is not complete as of the date of this report. A follow up report will be sent when analysis is complete.